Event description:
A report was received that during a lead revision, the physician discovered purulent pus like drainage in the pocket site when the battery site was opened. The patient was not symptomatic prior to the surgery. Because of these findings, the physician did not proceed with adding the additional paddle but removed the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was prescribed oral antibiotics. Since the cultures were negative, the physician believed that the event was a localized pooling of fluid, and not necessarily infection (or rejection by the system). The patient had many comorbidities, including diabetes and obesity, which the physician believed might have contributed to the delay in healing.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that during a lead revision, the physician discovered purulent pus like drainage in the pocket site when the battery site was opened. The patient was not symptomatic prior to the surgery. Because of these findings, the physician did not proceed with adding the additional paddle but removed the ipg. The patient was reportedly doing well postoperatively.